Manufacturer narrative:
Lot manufactured between may 15, 2020 to may 18, 2020. Eight (8) actual devices were received for evaluation. Visual inspection was performed using the naked eye which revealed brown particles, measuring 0.03 to 0.09 square mm in size. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there brown dot like discolorations on the infusion line of eight (8) small volume intermates. This issues was identified prior to patient use. There was no patient involvement. No additional information is available.